Event description:
Information was received from the healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient was scheduled for possible revision on (B)(6) 2025. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that they were present in the surgery on (B)(6) 2025. They stated that, "there was no patient symptoms that had occurred" and "no catheter or device issues". The healthcare provider (hcp) revised the pump pocket only. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting the reason for the pocket being revised was that the hcp felt some scar tissue and wanted to revise area. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.